Manufacturer narrative:
It was reported that the touchscreen could not be calibrated during treatment. According to the information from the service technician on 2021-08-27 the failure could be confirmed. He replaced the cardiohelp user interface and the hmi-board. The unit was tested and put back in use. The root cause for the reported cardiohelp failure "touch panel is not responding" is known. The touch panel foil (material#70505.3579_rev.02) which was used formerly showed an increased rate of connection problems. As a solution for that a new touch panel was implemented and is built in since september, 2019. Regarding the replacement of this part a service bulletin (issue 82 / 2019-09-25) was already provided to the getinge service and sales units. Based on this results the reported failure "touchscreen could not be calibrated", resulting in a non responsive touchscreen, could be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaintnumber: (B)(4)

Manufacturer narrative:
A follow up emdr will be submitted when additional information become available. The cardiohelp in question will be sent to the manufacturer for investigation.

Event description:
The customer reported that the cardiohelp touchscreen could not be calibrated during treatment. No patient harm was reported. The customer used the cardiohelp hand crank. The cardiohelp was then switched off and the display was calibrated. The oxygenator was reconnected to the cardiohelp after successful calibration. The display has lost the calibration again after approx. 5 minutes. The cardiohelp in question will be sent to the manufacturer for investigation, the customer received another cardiohelp for replacement. Complaint number: (B)(4).